Manufacturer narrative:
Additional information: d4 (lot, UDI, expiration date: update the null value to 'n/a'), d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test was performed; a leak was noticed between the tubing and lower part of microbore bifurcated "y" junction. The reported condition was verified. The cause of the issue was related to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link y-type microbore catheter extension set leaked from the y-site. The leak occurred from the base of the y-site in the tubing where the two lines connect. This was observed during priming and flushing with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.